Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a button error and blank display. Blood glucose level was not reported at the time. Troubleshooting was not performed due to screen being blank. Insulin pump is expected to return.

Manufacturer narrative:
Insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self-test and displacement test due to button keypad anomaly. Insulin pump passed stop current test. Time advances properly. No blank display or frozen screen noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor/deep scratched and cracked display window.